Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the physician was trying to go into the left ventricle through the retrograde approach, the ez steer thermocool sf navigational catheter curved approximately 160-180° when it was in the aorta. This normally happens when introducing a catheter through the femoral vein, femoral artery and aorta and it helps to be less traumatic against the vessel walls and against the aortic valve. When the catheter curved in the aorta, the tip stopped to respond to deflectability changes. It was possible to change the curve of the catheter but the tip would have always the same direction (approximatively 30° compared to the shaft) and, for that reason, there were some difficulties to withdraw it from the introducer (groin) and consequently from the patient. When the catheter was finally outside the patient, the physician could observe that the distal part of the catheter (transition between the blue and lighter/white part was separated). The catheter was changed and the issue solved. No adverse events were reported regarding the patient. Additional information requested, but no additional clarification was provided.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that when the physician was trying to go into the left ventricle through the retrograde approach, the ez steer thermocool sf navigational catheter curved approximately 160-180° when it was in the aorta. This normally happens when introducing a catheter through the femoral vein, femoral artery and aorta and it helps to be less traumatic against the vessel walls and against the aortic valve. When the catheter curved in the aorta, the tip stopped to respond to deflectability changes. It was possible to change the curve of the catheter but the tip would have always the same direction (approximatively 30° compared to the shaft) and, for that reason, there were some difficulties to withdraw it from the introducer (groin) and consequently from the patient. When the catheter was finally outside the patient, the physician could observe that the distal part of the catheter (transition between the blue and lighter/white part was separated). The catheter was changed and the issue solved. No adverse events were reported regarding the patient. Upon receipt, the catheter was visually inspected and the transition area between the tip and the peek housing has been pulled leaving wires exposed. Peek housing and electrode #4 have been squashed. Furthermore, electrodes #3 and #4 looked to be lifted. A sem (scanning electron microscope) testing was carried out in order to verify if pu (glue) was properly applied over the transition area; results showed that there were traces of pu, demonstrating the catheter was manufactured accordingly. The cause of the compression remains unknown; it is feasible that the pu had undergone on a stressing event owing to compress conditions of the peek housing and consequently ended on the separation of the pu. The catheter deflection mechanism was also verified and it was found in good conditions. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. IFU clearly states to not use excessive force to advance or withdraw the catheter through the guiding sheath, when resistance is encountered. In addition, extra care should be taken while inserting, aspirating and manipulating the guiding sheath. The customer complaint on regards the deflection issue cannot be confirmed, however the separated area in the distal section has been verified but the root cause remains unknown.